Event description:
Per the clinic, the patient developed pain and purulent discharge and infection at the implant site, including the middle ear. The patient received pharmacological treatment; however, the issue did not resolve. The patient was subsequently hospitalized in (B)(6) 2026 (specific date and duration not reported). It was reported that the patient was placed under general anesthesia on (B)(6) 2026, in order to undergo debridement surgery and skin flap resection. Postoperatively, the inflammation persisted, and the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.